Manufacturer narrative:
Complaint confirmed, the blade was found to have detached from the device. Additionally, one leg of the inner shaft distal end is twisted and bent, and one leg of the actuator tube broke off. This event is most likely caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces applied during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. It has been reported that the risk manager will not release the device. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an acl reconstruction procedure, the surgeon was drilling with a 9.5mm flipcutter, ar-1204af-95, and the blade snapped off. The blade could not be located. The surgeon then opened a 10mm flipcutter, ar-1204af-100, and the tip of this flipcutter also broke while the surgeon was drilling. The broken blade was clearly visible and easily removed from the joint using a grasper. The patient had an x-ray post-case which confirmed that the broken blade of the 9.5mm flipcutter was still in the knee joint. Patient had to go under ga again so that the surgeon could retrieve the blade. Additional information provided 7/3/19: the surgeon ended up drilling a full tibial tunnel with the reusable 10mm reamer (ar-1214) , rather than a 35mm socket he would have created with the flipcutter.